Event description:
A durable medical equipment (dme) supplier reported a broken speaker on an infant apnea monitor. It is unknown whether or not the device was in pt use at the time. There is no report of death or serious injury associated with the alleged complaint condition. The complaint issue alleged by the customer was not able to be confirmed because the device was not returned to the manufacturer for evaluation. Although the alleged event could not be substantiated, no resulting effect on a pt or potential user has been reported. A follow-up report will be filed if more info becomes available or the device is returned for the investigation to the manufacturer.